Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 1000 mg/dl. Customer states they are unable to remove the battery cap on their pump. The customer states they were able to remove the battery cap. Customer states they do not have a large, flat-head screwdriver. Customer states they were not able to remove the battery cap. Based on troubleshooting pump is being replaced. Customer states he is not mobile has no family and his caregivers will not take him to get emergency supplies and they will not go to pharmacy for him. Customer states he is a very brittle diabetic and his blood glucose goes up and down. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.